Event description:
Product packaging labeled as medium pressure. Actural valve has three dots, which indicates high pressure not medium pressure as labeled. (See also MFR report #2021898-1998-00176, -00177, -00178.)